Event description:
It was reported the cartridge was leaking from the canister and there were scratches on the cartridge. The customers blood glucose level was 124 mg/dl. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.